Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 400 mg/dl. During troubleshooting, device did not pass the high pressure test twice. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.